Manufacturer narrative:
Unique identifier (B)(4). This event occurred in (B)(6).

Event description:
The customer complained of erroneous albt2 tina-quant albumin gen.2 (albu2) results for 1 urine sample on the cobas 6000 c (501) module. The initial albu2 result was 43.3 mg/l. The repeat result was 12.45 mg/l in another laboratory. There were no erroneous results reported outside of the laboratory there was no allegation of an adverse event. The albu2 reagent lot number was 28734301. The expiration date was not provided.

Manufacturer narrative:
Based on review of the qc traces there was high qc that was repeatedly not acceptable. Based on review of the alarm trace there were alarms associated with abnormal aspiration and "cup type read error". The investigation was unable to find a definitive root cause. The customer has not had additional issues with the new analyzer.

Manufacturer narrative:
The complained analyzer was replaced with a new analyzer. The customer ran qc and precision testing and is no longer having issues.